Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus . The complaint of gas outlet keeps unscrewing and leaking was confirmed. The physical condition revealed the patient outlet connector is backed out of the threads. Visually inspected and found this to be root cause of the patient circuit was forcibly removed from the outlet fitting, causing the fitting in turn to be forcibly dislodged from the chassis. Action was taken to replace and re-torqued patient outlet fitting. A new service kit was installed. No patient adverse events reported.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus gas outlet keeps unscrewing. No patient adverse events were reported.